Event description:
The customer contact reported difficulty regulating flow; subsequently, the patient received more IV fluid than intended. The tubing set was being used to deliver 500ml of normal saline at an unspecified rate. The cair clamp was being used to regulate the flow of solution. After an unspecified length of time in use, the customer contact reported the solution container was empty. There were no reported adverse patient effects. No medical interventions were required. Though requested, no additional information was provided.

Manufacturer narrative:
The customer indicated the device was discarded. This report represents all the information known by the reporter upon query by hospira personnel.